Event description:
Painful bilateral capsular contractures requiring replacement of twenty year old silicone implants. Evidence of ruptured implants on mammogram resulted in surgical explantation of implants.